Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) and a patient who was receiving gablofen (pre-operative 500 mcg/day, post-operative 75 mcg/day, at 1000 mcg/ml) via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient's spasticity was really bad. He was admitted to the hospital and a catheter dye study was completed; there was leaking around the anchor site. There were no known environmental, external or patient factors that may have led or contributed to the issue. The catheter was completely explanted and replaced; the rep had possession and it would be returned. When the surgeon was pulling out the catheter that was to be replaced he met resistance and was unable to remove the entire catheter. The catheter tip was originally at c7 (cervical) and was pulled to t10 (thoracic) and left at that level due to resistance encountered. The catheter was anchored and tied off with heavy non-absorbable suture and no cerebrospinal fluid was noted. The issue was resolved and the patient status was "alive - no injury" at the time of this report. The patient¿s medical history included cervical spinal cord injury. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned, and analysis found that the catheter body was torn, broken or melted at or after explant, which did not affect infusion. If information is provided in the future, a supplemental report will be issued.